Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a loss of stimulation in their buttock and back. With reference at 0 electrodes 8, 9, 10, 11, 13, 14 were all >10000 ohms. The rep tried to program around them but adequate stimulation was no achieved. It was noted that the patient had fallen on several occasions. A full replacement of the ins and leads were planned but had not been scheduled. No further complications were reported.